Event description:
A patient reported experiencing inaccurate high results with a ot profile meter. The patient's blood glucose results were 132mg/dl,169mg/dl (these results were taken from the potential medical tab). Tests were done < 10 minutes apart with a difference of 22%. Patient did not experience any adverse events. No further information has been reported.